Event description:
Customer reported that the wake button on their pump was difficult to press, requiring significant pressure to turn the device on and off. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.